Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a conclusive cause for the difficulty removing the device from the anatomy. The difficulty removing the device from the anatomy however, then likely caused the sleeve steering issue/difficulty positioning the device. The reported tissue damage appears to be a result of the clip becoming caught in the chordae, and is therefore, related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the irregular movement of the clip delivery system (cds) and chordal rupture. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left ventricle; however, and the clip became caught on the chordae. This happened multiple times, which resulted in a chordal rupture. It was noted that during use with the a/p and m/l knobs, the cds was diving; therefore, the cds was removed without implanting the clip. Due to the additional chordal rupture, the physician felt that the patient would be better treated with mitral valve replacement (mvr) surgery; therefore, the procedure was discontinued. No clips were implanted, and the mr remained at 4. Mvr surgery was performed and no additional information was provided.